Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the button issue could not be verified.